Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a faulty motor control board. The board was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board was returned to livanova (B)(4) for further investigation. Evaluation of the returned device was able to confirm the reported issue. Fluid spillage onto the board was identified, which was likely a result of a user error. This was identified to be the root cause of the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a c5 system displayed an alarm message during priming. There was no patient involvement.